Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient sustained the following injuries after a spinal fusion at l4-5 involving rhbmp-2/acs: bone spurs, loss of mobility in entire spine (including neck), severe nerve damage, sciatic pain down left leg, muscle spasms, loss of sensitivity, loss of feeling in toes, double vision from bone spurs in neck, increased pain, alkalysing spondylitis, dizziness/nausea/double vision from bone spurs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient was pre-operatively diagnosed with recurrent l4-l5 herniated nucleus pulposus with associated advance inflammatory spondylosis with intractable low back and right lower extremity pain and underwent following procedures: minimally invasive surgery trans-cannular revisional l4-l5 decompression with complete intradiskal discectomy. Placement of peek interbody spacer (10x22mm) filled with rhbmp-2 with additional intervertebral body autograft and allograft (saggital views). Intraoperative neuro navigation for placement of pedicle screws at l4 and l5. Left and right intertransverse bone graft (microscope) and pedicle screw. As per op notes ¿ sizers were placed in a 10x22mm peek cornerstone graft was epidural space. This was pushed from right to left lateral together with the what was then some morselized allograft from the resected facet complex.¿